Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug and saline via an implantable infusion pump. It was reported that sometime in 2018 the patient had a catheter access port procedure done in the office and it was found to be not working. The patient was titrated down and eventually we the pump was filled with saline. It was reported that the patient had not been receiving therapy for over a year and decided they no longer needed the therapy or pump so both the catheter and pump were removed yesterday (B)(6) 2019. It was noted that both devices were discarded of after explant. The issue was reported as resolved and the patient was alive with no injury.